Manufacturer narrative:
As reported in a research article, 1603 patients underwent bioprosthetic mitral valve implantation procedures with 138 being st. Jude medical epic stented tissue valves between 1 jan 2011 and 31 dec 2015; events of stroke, bleeding, and thromboembolism were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article "comparison of antithrombotic strategies in chinese patients in sinus rhythm after bioprosthetic mitral valve replacement: early outcomes from a multicenter registry in china" published on 03 january 2020 was reviewed. This research article is a retrospective multi center experience to compare antithrombotic strategies in chinese patients undergoing bioprosthetic mitral valve implantation discharged in normal sinus rhythm. Hancock, mosaid, carpentier-edwards, mitroflow, epic were associated to the study. There is no allegation of malfunction of the abbott device. The article concluded that warfarin is the most effective intervention for preventing thromboembolism within 6 months post-bioprosthetic mvr surgery in chinese patients in sinus rhythm. After 6 months, further warfarin therapy was unnecessary, and aspirin should not be routinely administered. The primary author of the article is heng zhang, md of department of cardiovascular surgery, west china hospital of sichuan university. The correspondence author is li dong, md of department of cardiovascular surgery, west china hospital of sichuan university with the corresponding email: donglikn199@163.com.